Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. All buttons functioned properly and no moisture damage found on keypad traces. Insulin pump had cracked case at display window corner, minor scratched lcd window, broken reservoir tube lip and cracked reservoir tube window.

Event description:
Customer called to report a hospitalization due to diabetic ketoacidosis on (B)(6) 2014. Blood glucose reading was 996 mg/dl. The customer is on medication. The customer woke up and the insulin pump alarmed for high blood glucose. Customer collapsed and went to the hospital. The customer was treated with intravenous drip. The insulin pump was removed on the way to the hospital. Troubleshooting was performed. Insulin came out of the tubing and into the insulin pump. Troubleshooting could not be completed due to the insulin pump being exposed to moisture. Advised that the insulin pump will be replaced. Nothing further reported.